Event description:
I have used the stelo cgm device several times. Three out of six devices failed and gave me very inaccurate readings. One device showed my blood sugar spiking at alarming rate, and two of the devices showed a blood sugar level at 20-30 points above my normal blood sugar. I am not insulin dependent or prone to hypoglycemia, but when the both of the later instances, my blood sugar dropped below 70 because I was depending on the reading. The sensors were correctly placed on the back of my upper arm in the fatty tissue. I have type 2 diabetes that is well-controlled. Stelo reading vs finger stick test is below. Reference report: mw5170405, mw5170407.